Event description:
During a device replacement for normal elective replacement indicator (eri), the set screw could not be loosened to remove the non-abbott lead from the device header. The non-abbott lead and the device were explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Visual inspection showed that the ventricular septum was damaged, and septum material was found inside of the setscrew inset. The damaged septum is consistent with improper insertion of torque wrench by the user. Septum material inside of the inset prevented the torque wrench from fully engaging the setscrew, which resulted in the inset to be stripped and the setscrew unable to be loosened. Analysis was performed in nominal settings, including electrical and mechanical testing, revealed no anomalies.